Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply and data acquisition board were replaced. The unit was returned to service. Block a: patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit gave an error message and then was not able to mechanically ventilate during a case. The patient was not being mechanically ventilated at the time and therefore there was no report of patient injury.